Event description:
It was reported via legal documentation that approximately 92 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, joint swelling and stiffness, tissue damage and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: 2374541 164-01-09 - element-stem, collarless w/ha, std offset, sz 9 4343446 186-01-52 - integrip cc, cluster 52mm, g2 4347528 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2024-01326.